Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service confirmed the customer's reported issues (e315 error code and no image), when the device was connected to a processor. Excessive fluid ingress was observed within the scope connector, the moisture indicator stickers were saturated, and water droplets were present within the plug body. Moisture inside the plug body or on the external contacts can result in intermittent connection issues, temporarily affecting the video image, triggering error codes, and impairing other electrical functionality. In addition, service found that the light guide [lg] cover lens was chipped, and the lg lens adhesive was missing. Angulation in the "down" direction did not meet specification, and the up/down angulation had play. The device failed the automated air leak test. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed an e315 error code (scope error) and there was no image. The issues were observed when preparing the device for use in an unspecified procedure. The device was not used for the intended procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
Correction: device manufacture date: may 16, 2019 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress, causing flooding of the inside of the equipment, which caused an abnormality in the electrical parts. The event can be detected/prevented by following the instructions for use which states the following: 1) "inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.